Event description:
It was reported on (B)(6) 2026 a 25 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f torqvue delivery sheath for a left atrial appendage (laa) closure. During the procedure, the activating clotting time was 382 seconds. Heparin was administered. The device was implanted. At the 45-day follow up, a fiber-like thrombus was found on transesophageal echocardiogram. The patient was taking warfarin. The thrombus was managed with anticoagulants. The patient status was stable and discharged home.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.